Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: medical device problem code a15 captures the reportable event of the material was defective at the time of firing. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. The control wire was bent at the distal section. It is possible that when the clip was tried to release from catheter and during the manipulation of the device, the physician made the first activation without noticing. Due to the device functionality in some cases, the deployment is possible after the first activation. Microscope examination was performed using high magnification, and no failures were found on the device. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the material was defective at the time of firing. Reportedly, it was also noted that the device broke and became tortuous. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the material was defective at the time of firing. Reportedly, it was also noted that the device broke and became tortuous. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.